Event description:
The customer reported that she has not been receiving any no delivery alarms. The caller stated that her normal glucose level is 120mg/dl, but she woke up with 400mg/dl. Troubleshooting was declined as customer stated calling back later to provide additional information. No further details were provided.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.